Manufacturer narrative:
Physio-control determined that the device use did not contribute to the death of the patient as the healthcare provider on scene indicated that the device use did not contribute.  Physio-control has sent a replacement device to the local distributor; however the local distributor has ceased business with the customer.  There has been no information made available regarding the device's ability to be returned for further evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on, when the device was used for a resuscitation. The patient expired. The patient's collapse was witnessed. The device was applied immediately but the device would initially not power on. After two to three minutes, the device did power on and prompted 'no shock advised'. The users then provided manual CPR for approximately 30 minutes. On arrival of the ambulance, the responsible ambulance doctor determined that the patient had expired. According to the witnessing paramedic, the reported issue did not influence the patient's outcome.